Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and bone wax was used. During the procedure, it was noted that bone wax was dry. There was no patient consequences reported. Upon evaluation of the returned device, the bone wax was fragmented and dry. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One folder with one bonewax was received for analysis. Upon initial inspection of the returned sample, it was noted that the bonewax was fragmented and dry. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the condition of the returned sample, no conclusion could be reached on the cause of the reported event. As part the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.